Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the infusion sets and the insulin pump alarming no delivery. While troubleshooting, insulin did not exit and the insulin pump alarmed no delivery. The alarm was caused by an infusion set and reservoir connection. Customer's blood glucose level was 99 mg/dl. The device was not returned.